Manufacturer narrative:
Product analysis: as found condition: the hyperform occlusion balloon catheter and x-pedion guidewire were returned for analysis within a shipping box and within a sealed plastic biohazard pouch. Visual inspection/damage location details: upon visual inspection, no damages were found to the hyperform hub. The hyperform catheter body was found kinked at ~114.0cm from the proximal end (figure e). No damages were found to the marker bands or distal tip. No visible damages were found with the balloon subassembly. No damages were found to the x-pedion pusher or guidewire. The guidewire hydrophilic coating was found damaged. Testing/analysis: the hyperform occlusion balloon catheter was flushed, and water did not exit the distal tip. An in-house x-pedion guidewire was hydrated and then inserted into the hub, throughout the balloon catheter and became stuck at ~8.2cm from the proximal end. An in-house mandrel was inserted into the hub and became stuck at the same location. Dried saline/contrast was found at this location (figure g). Dried saline/contrast was found throughout the length of the catheter. The catheter was cut distal to the occlusion; the tip was plugged with a mandrel and the balloon was inflated with no issues. Conclusion: based on the device analysis and reported information, the customer¿s reports of ¿no/slow inflation during set up¿ and ¿catheter leak¿ was likely to have occurred. It is likely the damaged coating found on the returned guidewire caused the leak and inflation issue. However, this could not be confirmed during analysis as the hyperform balloon catheter was found occluded with dried saline/contrast. The balloon was successfully inflated when the balloon subassembly was separated from the catheter body, and the tip plugged with a mandrel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the balloon was pre-filled in vitro, leaked air, and the operation was successfully completed after replacement. It was unknown whether the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The lesion was identified as an internal carotid artery c6 segment aneurysm with a wide neck. Vessel tortuosity was reported as moderate. The cause of resistance was undetermined, and it was also unknown whether there was extensive guidewire manipulation during the procedure. The guidewire used with the balloon was the one included in the package, and during inflation, the guidewire tip was advanced approximately 3¿5 cm beyond the catheter tip. The guidewire tip was not shaped. A steady injection rate was used. The method of balloon deflation, as well as the guidewire positioning during inflation/deflation, was unknown. It was also unknown whether the catheter and guidewire were removed and inspected. No blood was reported entering the catheter lumen, and no contrast leakage was observed during inflation attempts. Additionally, no kinks on the catheter were observed during use.